Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, displayed only half of the screen, limiting visibility and use of the interface.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) guided the customer through a hard reboot of the device. The system functioned as intended after the customer resolved the issue.